Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator showed an intermittent false asystole alarm while monitoring patient. There was no negative patient impact.